Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer verified the customer complaint and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit then passed all performed testing.

Event description:
It was reported that the ventilator stopped cycling. There is no reported patient involvement associated with this event.